Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions ltd; 3005278776) and (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The device was not available for eval. However, the production history files were reviewed, indicating that the device was released pursuant to the product specifications. No conclusions could be drawn based on the limited info that is currently available. It should be noted that complications such as strictures or stenoses are anticipated complications of colorectal anastomotic procedures.

Event description:
The pt underwent a closure of colostomy procedure. The anastomosis was performed with the colonring device. The following was reported: "the colonring did not discharge, that causes a stenosis. Two times gluing of the anastomosis, at last step, performing of a hartman procedure."